Event description:
Catheter break.

Manufacturer narrative:
Lot history record review: the lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: one piece of the catheter was returned. The hub, suture wire and the distal tip were not returned. The section of catheter returned is 38.8cm in length. The specification is cut length 48.30"+/-2mm. The section returned is dull and discolored. Six holes are present. Specification is six holes. There is a brownish discoloration around the drill holes and they are distorted, with a twisting appearance. The catheter has a very twisted appearance 9cm from the distal tip of the catheter. The tip of the catheter is at a point. There is a crack in the distal tip of the catheter. The crack is 1cm in length and jagged. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation it was observed that catheter showed signs of discoloration, deterioration around the drill holes and a twisting motion on the tubing. The add'l info provided stated the catheter was not exposed to any alcohol products and during the exchange of the catheter, no resistance was encountered, the catheter was in place for less than 90 days, it was used for drainage purposes on a pt that had a biliary obstruction, the distal tip of the catheter entered the biliary tree and then extended thru the common bile duct thru an existing indwelling wall stent and gastroenterology department retrieved the distal catheter fragment endoscopically. Although the distal fragment was retrieved it was not returned to angiodynamics for evaluation. The cause of the complaint is unk. However the discoloration around the drill holes suggests that there could have been a reaction to what was being injected through the catheter. Another possibility, although the add'l info states that resistance was not met, the twisted appearance of the catheter suggests that it could have become caught on the indwelling wall stent. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.